Manufacturer narrative:
The root cause for this haptic position and the reported "friction" may be related to a failure to follow the dfu. The dfu instructs: use the pre-loaded delivery system at operating room temperatures between 18° c (64° f) and 23° c (73° f). The operating room temperature was indicated to be 25°c. If the operating room temperature is too high (> 23°c/73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. (B)(4).

Manufacturer narrative:
The device with the lens was returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger is at the optic edge. The lens has been advanced to mid-nozzle. The trailing haptics is on top of the plunger. The leading haptic is tucked. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. Root cause: the trailing haptic is on top of the plunger. The root cause for this haptic position and the reported "friction" cannot be determined. It is unknown if a qualified viscoelastic was used. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4)

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, when attempting to advance the lens in the injector, the trailing haptic of the lens extended upward and then the surgeon felt friction. He stopped using the product and used another lens to complete the surgery. Additional information was requested.